Manufacturer narrative:
The perforation was detected via cystoscopy. Light bleeding was observed. Contrast medica appeared on the uromedica u-channel sheath following the perforation. The physician indicated that he dilated with the blunt trocar, and felt resistance build up and then give way. Uromedica complaint#: (B)(4).

Event description:
Interoperative bladder perforation (patient's left side) during a proact implantation procedure. The bilaterial implantation procedure was completed successfully. Perforation treated with temporary catheterization.